Event description:
Attorney alleges that on or about (B)(6) 2006, two bard/davol 3dmax meshes (right and left) were surgically inserted into the patient to repair a hernia. It is alleged that on or about (B)(6) 2021, the patient was advised the need to undergo surgery to repair what was ultimately determined to be a failure of the hernia mesh device. It is alleged that as a direct and proximate result of the injuries the patient has suffered, the patient has suffered permanent impairment of ability, has suffered and will suffer in the future great pain of body and anguish of mind. It is alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges permanent impairment and pain; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.